Event description:
It was reported that the ventilator did not go into standby mode. In addition, the customer reported that the unit disconnected and did not alarm for 2 minutes. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer troubleshot with technical support and was advised to perform performance verification testing. Upon a follow up the customer reported that the unit passed performance verification testing and no other issue was noted. No further information provided.